Manufacturer narrative:
Device evaluation - lens was returned in microcentrifuge vial dry with residue on product. Visual inspection found haptic torn/broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.0/+3.0/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a same length but different model/power lens and the problem was resolved. It was additionally noted there is a planned lri for astigmatism.